Manufacturer narrative:
UDI: (B)(4). Incomplete. The expiration date is currently unavailable. Investigation summary: the complaint device was received and evaluated; visual inspection reveals that the red trigger is broken. The plastic sleeve was removed to verify the presence of both plates, the plates were not returned. The applier needle has no structural anomalies. The device was opened to verify the broken part, it was found that the upper part of the red trigger is broken. A manufacturing record evaluation was performed for the finished device 8l45329 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint cannot be confirmed. The customer is alleging a defective device, however, they did not provide further information in regards of the failure. A possible root cause for the broken trigger can be attributed to a portion of tissue that was entered inside the applier needle causing a mechanical obstruction of the first plate when it was going to be deployed; this obstruction and the force applied to the trigger are contributive factors for a broken trigger, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer in (B)(6) that during a meniscal repair procedure on (B)(6) 2022, it was observed that the truespan 12 degree peek had an unspecified damage and was in poor condition to use. During in-house engineering evaluation, it was determined that the upper part of the red trigger on the device was broken. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.